Event description:
It was reported via repair work order that the locking pin on the patient left side would not engage and lock in properly due to the locking pin . No adverse consequence or clinically relevant delay in treatment was reported.